Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was approximately 417-418 mg/dl. An infusion set change was performed to address the occlusion. Additionally, it was reported that air bubbles were observed within the cartridge connection. The customer successfully primed the air bubbles out to address the issue. Bg was 76 mg/dl.